Event description:
It was reported to philips that the system's monitor was unable to display the live image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the information collected, the issue occurred during a vascular procedure, which was completed after moving the patient to another room the philips remote service engineer (rse) examined the system remotely, adjusted the cables at the monitor control station, and restarted the system, which restored the images. Later, the philips field service engineer (fse) visited onsite and identified that the monitor was unable to display the live image due to defective dvi receiver, which was replaced and returned to philips for further analysis. The cause of the dvi receiver failure could not be conclusively determined by the supplier's part analysis, however the replacement of the dvi receiver by the field service engineer has resolved the reported issue and restored the functionality of the system. Following the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation outcome.